Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 for a pulse generator upgrade procedure. Upon examination, it was noted that the patient's right ventricular lead high voltage impedance was trending above the optimal range of 200 ohms. A visible insulation tear was observed on the lead in fluoroscopy during the procedure. The lead was then capped and replaced on (B)(6) 2021. There were no patient consequences.